Event description:
Customer reported a precharge error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the camera was shorting 24v to ground. Replaced camera. System operates as intended. This MDR is related to ge healthcare complaint number.